Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited infection. A revision was performed and the crt-d along with the right ventricular (rv) lead, right atrial (ra) lead and left ventricular (lv) lead were explanted. Additional information indicated that the lead was damaged upon extraction. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.